Manufacturer narrative:
This product is available, but has not be received for analysis. Additional information will be provided within 30 days of receipt. See scanned page.

Event description:
While applying negative pressure, a crack was noticed in the luer hub of the cypher. There were no noted anomalies when moving the product from the package. There were no problems encountered attaching the device to the indeflator. The product was prepped according to the instruction for use (IFU). There were no problems noted at that time. The crack in the hub was noted when applying negative pressure. The procedure was completed using another stent. There were no other problems encountered during the procedure. There were no injuries to the patient. The physician was performing a planned stenting procedure to the mid right coronary artery. The lesion was 95% stenosed and a type a lesion.